Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, loose drive support cap and an alarm for spanish software. Customer also indicated that during the prime sequence, the pump will display the date and time without any alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for alarms but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement and unexpected restart error test. The pump was monitored and functioned properly. No unexpected restart or external ram error alarm noted. There was an alarm in the alarm history due to a corrupted history file. The pump was received with minor scratches on the display window. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.